Event description:
In 2005, this pt was successfully treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. During a routine follow-up, the pt was identified with a proximal type I endoleak. In 2008, the pt underwent a reintervention. The physician placed three aortic extender components. The reintervention went well and the pt was reportedly doing well post-operatively. As reported the pt had a severly angulated proximal neck. The neck was reported to be in an s shape with two 80 degree angles.,

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.